Manufacturer narrative:
Additional information was received on 9/2/2020, patient had an explantation on (B)(6)2020. Patient also experienced right sided rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cutaneous contour deformity. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 275cc mentor smooth round moderate profile memorygel breast implant catalog: 3507275bc lot: 5695889 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 275cc mentor memorygel breast implant experienced a bulge on left breast post procedure. Patient also mentioned that when left breast is flexed there is an indentation showing for quite some time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.